Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 258 mg/dl. A correction bolus was delivered to address bg. A system check was performed with tandem technical support and found that the pump time was inaccurate by 20 minutes. Customer adjusted the time to resolve the issue. At the end of call, customer's bg was 229 mg/dl.